Event description:
A malfunction alarm was reported with code malf 12, and no notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information, assisted the customer in resetting the pump, and indicated that the pump could continue to be used as the malfunction did not recur. The customer acknowledged and understood the instructions given.